Manufacturer narrative:
On (B)(6) 2017 a call was placed to the pt and the lot number was verified as unknown for the apr2017 event. The lot number initially reported was l0035dg in MDR # 9617710-2017-05062 on (B)(6) 2017 in error. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) from (B)(6) called to report a current issue with the acuve2 brand contact lenses. During the phone conversation, the pt reported he/she was diagnosed with a corneal ulcer at the beginning of the year. Pt reported pain, light sensitivity and itching on both eyes. On (B)(6) 2017 a call was placed to the pt and additional information was provided: pt reported he/she was diagnosed with corneal ulcer in both eyes while wearing the acuvue2 brand contact lenses in (B)(6) 2017. Pt was prescribed vigamox every three hours for seven days and an eye drop for lubrication (name and frequency prescribed was unknown). The pt reported he/she did not return to contact lens were for approximately six months. The pt reported a daily wear schedule and replaces lenses every three months. The pt used renu solution for contact disinfection. The pt did not have the ecp name or contact information at the time of the call. No additional medical information was obtained. Two additional attempts were made by phone to obtain the ecp contact information to verify the diagnosis and treatment, but no return call was received. On (B)(6) 2017, an email was received from the pt who provided the lot numbers of the suspect product. The pt also reported he/she went back to the ecp on (B)(6) 2017. The pt also reported he/she used ultrasept solution to disinfect the lenses. No additional information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0035dg was produced under normal conditions. This report is for the pts os event. The event for the pts od will be submitted in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
It was noted in a file review on 27nov2017 that the initial MDR # 9617710-2017-05062 filed on 26nov2017 reported this submission was for the pts os event. Correction: this submission is for the pts od event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed in franchise management review meetings.